Manufacturer narrative:
Combination product: yes.

Event description:
Chest x-ray confirmed atrial lead had dislodged. Patient was meant to have an ra lead repo on (B)(6) 2024, but during the case this rv lead dislodged as well (5 months since initial implant). The doctor had difficulty repositioning the rv lead and ended up extracting it and putting a new rv lead in.

Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.